Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 32.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient complains of very poor short distance vision and having to be fully dependent on glasses or one contact lens in the right eye in order to see anything within 60 cm. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.